Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions indicated noise in the right atrial lead. Attempts to reprogram were unsuccessful. There were no adverse effects on the patient, who will continue to be monitored.

Event description:
New information notes that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered that the right atrial (ra) lead noise was reoccurring and resulting in over-sensing. The ra lead was capped and replaced on 16jul2024. The patient remained in stable condition.